Manufacturer narrative:
The date of the event is estimated. The items and lot numbers that were reported do not match the items listed in the operative report and were not purchased until after the initial procedure was performed. There were no samples returned for evaluation. In addition to the one pdo lot, one other quill srs product was also reported. The other reported product material was reported as 2-0 pdo material. Information is as follows: pdo material: model/catalog #: ra-1036q, lot #: m402700, expiration date: 07/31/2010, device manufacture date: 07/2008, 510(k) #: k051609. Method: the device was not returned for evaluation. Furthermore, relevant portions of the device history record (DHR) for the reported lots were reviewed. No relevant findings were noted during this review. Results: the device was not returned for evaluation. No product evaluation can be performed. (B)(4); ra-1029q, quill srs, size 0, pdo, 24 x 24; ra-1036q, quill srs, size 2-0 pdo, 24 x 24.

Event description:
The date of the event is estimated: a patient reported that following a total hip arthroplasty procedure he experienced suture extrusion, and spitting. The patient stated that a 6cm to 8cm segment of pdo suture was removed at approximately 90 days post operative. This would not be completely unexpected since pdo will not have completely absorbed in this time frame. The information received from this patient is incomplete, there are discrepancies between operative notes and purchasing information and it remains unclear what quill product was used in what layer. It is further complicated due to the fact that other brands of suture such as vicryl were also used to close more superficial layers.